Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/ irritation.

Event description:
Healthcare professional reported right side "hemophagocytic lymphohistiocytosis", "suspected of reaction by the foreign substance". The device was found intact on MRI and after device was explanted. Patient has a history of thyroid cancer. Patient was treated with hormone therapy and steroid. The following events are considered not device related: fever, general malaise, "suspected asia".